Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the host pc system crashed. To resolve the issue rse instructed the user to do ghost backup. After ghost backup was completed, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up, it was non-functional. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.